Event description:
South shore hospital reported that a spacelabs telemetry system failed to alarm on a pt event (low spo2). The pt ultimately died.

Manufacturer narrative:
Info provided by the customer included a statement that no ECG cable was connected to the telemetry transmitter at the time of the event. The product operations manual states that a valid ECG signal is required in order to have the spo2 parameter fully functional. Spacelabs' testing of the transmitter, monitor, receiver, and antenna system at the customer's site confirmed that the telemetry system was operating to specification. Spacelabs has concluded that there was no alarm because the customer monitored the pt's spo2 without connecting the ECG leads to the transmitter as required. The customer was given a copy of the operations manual page specifying that ECG use is mandatory for proper operation of the spo2 parameter. The customer has acknowledged this requirement. This initial report is considered final and the issue is closed.